Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00554. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent vaginal hysterectomy due to stress urinary incontinence and pelvic organ prolapsed. After implantation the patient experienced mesh erosion. Patient underwent mesh removal by implanting surgeon in (B)(6) 2008. It was also reported that patient experienced bleeding, dyspareunia, vaginal pain and urinary incontinence post implantation. (B)(4).

Manufacturer narrative:
This is one of two medwatches being submitted. See also medwatch 2210968-2013-00554. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) due to mesh erosion.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2009 by dr. (B)(6) due to mesh erosion.